Manufacturer narrative:
Updated to include adverse event. There are no subsequent reports available to provide evidence as to whether the broken fragment was removed from the patient or is still insitu. Checked other serious (important medical events) to associate with adverse event. No actual reports of patient condition have been received. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation in; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the tip of the needle broke. It was noticed that the needle near the notch was broken after the patient had left the operating room and was in recovery. Follow up received indicated that the doctor is planning on taking an x-ray when he sees the patient next week and probably does not plan on removing it later. The breakage was discovered after the surgery, so the case was not extended.